Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone and states that she was changing her infusion set and an o ring fell out of the reservoir compartment. The customer's blood glucose was 226 mg/dl. The insulin pump will return.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.